Manufacturer narrative:
According to the report, "surgeon had just implanted a 25mm pulmonary valve and that it did not appear normal. Surgeon stated that upon completion of the valve implant, the muscle skirt on the anterior side of the valve appeared traumatized and that the anterior epicardium of the muscle skirt appeared disrupted. When coming off bypass, this area of the valve leaked and required [the patient] to go back on bypass and [the surgeon] repaired the area with a pericardial patch." The surgeon stated that "the implant of the valve went well, that the echo appeared normal and the leaflets functioned properly." The surgeon "was comfortable with the outcome despite the need to go back on bypass and the additional time required in the operating room. The patient is doing well." Additional information was received. The surgeon stated that the allograft had an area, the muscle skirt on the anterior side of the valve that appeared traumatized and that the anterior epicardium of the muscle skirt appeared disrupted. The surgeon stated that those two areas appeared different than the rest of the allograft. He stated that those two areas looked as though they may have been handled in a rougher manner prior to implant. The patient is doing fine but the surgeon did have to use a pericardial patch to repair the leak. A review of the available information was performed. Allograft (B)(4) was not returned to cryolife so no direct observation could be made. All attributes identified at inspection were documented appropriately and there were no rejectable attributes. The allograft met specification. A review of training records indicates that the technician who inspected this allograft at packaging was appropriately trained for the tasks performed. The allograft was not returned and a root cause could not be determined. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to the allograft or packaging. The valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg if the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled, because of the risk of traumatic tissue damage and/or loss of pouch integrity," and "cryovalve sg heart valves are human biological tissues and, as such, present considerable anatomical variation. Specific valve attributes (representing normal biological variation) and donor specific information are described in the allograft diagram and the certificate of assurance supplied with each valve."

Event description:
According to the report, "surgeon had just implanted a 25mm pulmonary valve and that it did not appear normal. Surgeon stated that upon completion of the valve implant, the muscle skirt on the anterior side of the valve appeared traumatized and that the anterior epicardium of the muscle skirt appeared disrupted. When coming off bypass, this area of the valve leaked and required [the patient] to go back on bypass and [the surgeon] repaired the area with a pericardial patch." The surgeon stated that "the implant of the valve went well, that the echo appeared normal and the leaflets functioned properly." The surgeon "was comfortable with the outcome despite the need to go back on bypass and the additional time required in the operating room. The patient is doing well."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "surgeon had just implanted a 25mm pulmonary valve and that it did not appear normal. Surgeon stated that upon completion of the valve implant, the muscle skirt on the anterior side of the valve appeared traumatized and that the anterior epicardium of the muscle skirt appeared disrupted. When coming off bypass, this area of the valve leaked and required [the patient] to go back on bypass and [the surgeon] repaired the area with a pericardial patch." The surgeon stated that "the implant of the valve went well, that the echo appeared normal and the leaflets functioned properly." The surgeon "was comfortable with the outcome despite the need to go back on bypass and the additional time required in the operating room. The patient is doing well."